Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, it was found that the foreign substance was found inside of the package when the nurse opened the package. There was no patient impact. There was about 0-15 minutes delay in surgical procedure as another device has been used to complete the surgery. Due diligence is complete as no additional information is available.